Event description:
During a pta treatment procedure of the left subclavian vien, the balloon pulled off the end of the catheter. At initial inflation (unknown atm), the balloon separated from the end of the catheter. The physician inserted an 18 fr sheath, and using grasping forceps, was able to retrieve the balloon from the pt. The balloon was retrieved in one piece. The physician completed the procedure using another balloon catheter. The pt is reported as doing fine following the procedure.